Event description:
It was reported that in central processing, a cable was off track on the prograsp forceps instrument. No fragments fell into the patient. There was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found grip cable derailed at the distal clevis hub. The yaw motion was non-intuitive as a result. Other cables at the wrist were not damaged. Failure analysis also found following additional damages: the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. One grip had visible indentations at the edges. Failure analysis concluded that the indentations were likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube abrasions with material removed found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.